Event description:
It was reported, the patient had progressively loosening components; over sized femoral component, tibial component cut in varus. Components were all loose. Palacos bone cement was used. Surgeon revised to 2 depuy ps or tc3 implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9610726-2012-00147.